Manufacturer narrative:
(B)(4) the device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the epidural catheter was inserted into the patient and then the epidural was not patent. Result was a second epidural catheter was inserted. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the epidural catheter was not patent. The customer returned one epidural catheter and snaplock adapter with a non-teleflex flat filter. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock revealed that the snaplock appears typical with no observed defects or anomalies, and revealed that the catheter appears used. Biological material was present between the catheter coils, especially at the distal tip which appeared to be filled with dried blood. Adhesive residue was present on the catheter body exterior. No other defects or anomalies were observed. A functional flow test was performed using the returned components and the lab leak tester ((B)(4)). The catheter was confirmed to be secured to the snaplock adapter by tugging gently. The snaplock was then connected to the lab leak tester and the pressure was increased to 10 psi. No flow other remarks: could be established to the catheter's distal end. The catheter is completely occluded. The test was performed a second time using the returned snaplock adapter and a lab inventory epidural catheter ((B)(4)flow could be established to the catheter's distal end, indicating that there are no functional issues with the returned snaplock adapter. A corrective action is not required at this time as the catheter was completely occluded with biological material. Based on the condition of the sample received, operational context caused or contributed to this event. The reported complaint of the catheter was not patent was confirmed based upon the sample received. Functional testing revealed the returned epidural catheter was completely occluded with biological material. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the time of discovery, operational context caused or contributed to this event.

Event description:
Alleged event: the epidural catheter was inserted into the patient and then the epidural was not patent. Result was a second epidural catheter was inserted. The patient's condition was reported as fine.